Manufacturer narrative:
Concomitant medical products: (3) mz1000-07, therapy date: (B)(6) 2018. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the night rn noted pge leaking at the "pigtail". The nurse had to request a new pge from pharmacy and replace the tubing the pge was infusing through. The customer later reported the "pigtail" is a mz5306. There was no patient harm.

Event description:
The customer reported the night rn noted pge leaking at the "pigtail". The nurse had to request a new pge from pharmacy and replace the tubing the pge was infusing through. The customer later reported the "pigtail" is a mz5306. There was no patient harm.